Event description:
Caller reported a cartridge alarm issue with their pump, which did not adversely impact the customer's blood glucose level. Technical support confirmed the issue and decided to replace the faulty pump with a new one that includes updated software. The caller was instructed on the necessary steps to take before returning the pump, including placing it in storage mode and using a return box provided by tandem. Customer was advised to program settings and connect their cgm to the replacement pump. A backup insulin therapy method was suggested to prevent interruptions in insulin delivery. The customer understood and acknowledged all instructions, and a replacement pump was sent by technical support. There was no reported impact to the customer's blood glucose level.